Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed adhesive was present within the devices but could not confirm why it remained inside the device. Therefore, a definitive root cause could not be identified, so the most probable cause of the complaint is cause traced to component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope auxiliary water channel was blocked with adhesive. In addition, the forceps channel and the insertion tube was also present with adhesive. There was no patient involvement.